Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and the lens was inserted upside down. The lens was torn while removing during the same surgery but there was no patient injury. The backup lens was implanted.

Manufacturer narrative:
Event problem: patient: (B)(4) - no consequences or impact to patient. Device: (B)(4) (lens inserted upside down). Evaluation: method - (B)(4): work order search. Results - (B)(4): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces torn off and missing from both haptics. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).